Event description:
The customer reported that the insulin pump did not alarm no delivery and he experienced a diabetes ketoacidosis. The caller mentioned that he had a kinked tubing or bent cannula. A follow up with the customer to obtain more information regarding the hospitalization was completed and found that he went to the hospital because the insulin pump was malfunctioning. The customer did not have time to provide more details and the call ended. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.